Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the reported information, it is likely that during additional dilatation to the deployed non-abbott stent the balloon became compromised and/or damaged against the stent resulting in the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a 90% stenosed,mildly calcified, de novo lesion located in the distal right coronary artery that was moderately tortuous. After non-abbott stent implantation, the nc trek balloon was inflated to 10 atmospheres, but ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.